Event description:
It was reported that this incident occurred towards the end of the dialysis treatment. Reportedly, a 10 ml syringe was attached on medication line at arterial chamber when the line fell off. The blood pump was stopped, but air came into the system almost to dialyzer. As a result, the pt did lose 220 ml of blood with no other advers effects. The pt continues outpatient dialysis treatment as ordered.